Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump had motor error alert and button error alarm. Customer¿s blood glucose level was 728 mg/dl. Customer was hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2019. Customer experienced vomiting and nausea for high blood glucose level. Customer was not able to perform high pressure and displacement test. Customer reported intermittent response form buttons. Customer alleged that the insulin pump was under delivering. The insulin pump will be returned for analysis.